Event description:
It was reported that during an exploratory laparoscopic procedure, a piece of the device broke off. The piece was removed and the procedure was completed with a like device. There was no patient consequence.